Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is stopped producing x-rays during the procedure. Actual cause of the issue was the os disk which stopped producing x-rays during a procedure. The field service engineer (fse) replaced the software and reinstalled operating equipment. After the replacement of the software and reinstalling operating equipment the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device stopped producing x-rays during a procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.